Event description:
It was reported to medtronic minimed that the customer's insulin pump was exposed to moisture, with fluid observed in both the reservoir and battery compartments. The pump displayed a flashing white display, and the device labels, including the serial number and dome label stickers, were reported as damaged. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including advising the customer to disconnect the pump, remove and dry the reservoir compartment, discontinue pump use, place the pump in storage mode, and revert to a backup plan as per the healthcare provider's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.